Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Customer stated that their insulin pump was suspended and it won't unsuspend. Customer did not troubleshoot the device and stated that they will get their settings from their healthcare provider.